Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-73259, related manufacturer reference number: 2017865-2024-73260, related manufacturer reference number: 2017865-2024-73261. It was reported that the patient had deceased due to an unknown cause. Device interrogation revealed under sensing and failure to deliver shock on the implantable cardioverter defibrillator (ICD) and right ventricular lead (rv). No additional information was reported.

Manufacturer narrative:
Correction: section h6 clinical code should also include "low blood pressure/ hypotension", "arrhythmia", and "pericardial effusion".

Event description:
It was reported that patient presented in the emergency department experiencing discomfort and chest pain. Patient had low blood pressure, sudden disturbance of consciousness, and disappearance of large artery pulse. During this period, the physician delivered external defibrillation, but heart rate and blood pressure could not be stabilized. A bedside ultrasonography showed a moderate amount of pericardial effusion, the patient passed away that same day.